Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation prior to procedure, no capture on the atrial lead was noted and impedance trend showed that an impedance greater than 300 ohms was present for the past 12 months. The physician stated that the impedance issue was a chronic finding. The lead was capped and replaced on (B)(6) 2019. Thresholds were tested and found to be appropriate. The patient left in stable condition.